Event description:
Patient implanted with a 11 mm ti cannulated nail on an unknown date was discovered to have a nonunion. Surgeon returned patient to operating room and removed the nail and screw on (B)(6) 2011. Patient was revised to another larger nail. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.